Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the faulty cable and completed the scheduled maintenance. The iabp unit passed all functional and safety tests. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that while performing a preventative maintenance (pm) on a cardiosave intra-aortic balloon pump (iabp), the getinge service territory manager (stm) discovered that the coiled cable had a faulty connector that could allow the cable to inadvertently become detached from the top of the iabp console. There was no patient involvement; thus, no adverse event reported.